Event description:
An unknown aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. The vessel was severely angulated. It was reported approx 3 years post stent graft implant, the iliac limb graft had migrated out of the gate resulting in a type I endoleak. The physician elected to implant an aneurx iliac limb graft to bridge the gap between the grafts with successful results. No additional clinical sequelae were reported and the pt is reported to be fine.